Manufacturer narrative:
A review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. The sheath was discarded at the facility and is not available for analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using a gore® dryseal flex introducer sheath as an accessory during the procedure. Reportedly, a 22fr sheath was inserted from the right femoral artery. After the stent graft placement, a dissection of the right external iliac artery was confirmed. The physician decided to monitor the dissection without any additional treatment, and attempted to close the wound site. However, during the closure the vessel was injured, and bleeding occurred. Because hemostasis became difficult, the right external iliac artery was replaced with a vascular graft. The patient tolerated the procedure. Reportedly, the access vessel was narrow.

Manufacturer narrative:
B5: event description was updated. B6: additional information for the patient's anatomy was added. H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The sheath was discarded at the facility and is not available for analysis. It was reported that the access vessel was narrow. The right external iliac access size was 7.8mm at the maximum. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) And bleeding. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The vessel diameter of the injury site was about 7.8 mm. Per IFU sizing guide for the dsf2233, the ID diameter is 7.3mm and od diameter is 8.2mm. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using a gore® dryseal flex introducer sheath as an accessory during the procedure. Reportedly, a 22fr sheath was inserted from the right femoral artery. After the stent graft placement, when the sheath was withdrawing, a dissection of the right external iliac artery was confirmed. The physician decided to monitor the dissection without any additional treatment, and attempted to close the wound site. However, during closure the vessel was injured, and bleeding occurred. Reportedly, the bleeding was attributed to not only the closure procedure, but also to the dissection and the intima injury caused by the dryseal flex introducer sheath . No blood transfusions was required. Because hemostasis became difficult, the right external iliac artery was replaced with a vascular graft. The patient tolerated the procedure. Reportedly, the access vessel was narrow. The right external iliac access size was 7.8mm at the maximum.